Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure event observed during analysis. Final analysis of the partially returned lead found insulation degradation at 4.5 cm and 4.6 cm from the connector pin. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.